Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Information contained in this report was previously submitted through psr (B)(4) on (B)(6) 2018. Device evaluation visual analysis of the returned device identified: weight to the spec and cloudy in the gel. No other observation in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Healthcare professional reported "big seroma was identified ¿ and capsular contracture baker grade iii. This record is for the right side. The device has been explanted.